Event description:
The patient reportedly experienced intermittency and sound quality issues with her device. External equipment exchange and programming changes have been made. However, the problem has not resolved. The patient's device was explanted. The patient was reimplanted with another advanced bionics device.